Manufacturer narrative:
The qc was reportedly within specification. Based on the available data, a general reagent issue could be excluded. The alarm trace showed abnormal probe sucking and sample short errors. These are indicators of possible poor sample quality. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys hcg+b test system results for 1 patient sample on a cobas 6000 e601 module. The initial result was 544 miu/ml. The nurse questioned the result which prompted the customer to repeat the sample. The repeat result was 104621 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) confirmed that the analyzer was within operational specification. The investigation is ongoing.